Event description:
A male patient with barrett's esophagus was treated with circumferential ablation in the us rfa registry. At follow-up endoscopy at 9 weeks, the patient reported mild difficulty swallowing and underwent balloon dilation. The physician considered the event severity as mild, probably related to ablation, and not related to any device malfunction.